Event description:
The patient developed an infection and the ins was explanted after 6 months of being implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4). Lead: model 3389-40, lot# j0204946v, implanted: 2002 (B)(6), explanted: unk. Extension: model 748266, serial# (B)(4), implanted: 2002 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).